Event description:
It was reported the customer had a motor error alarm while rewinding their insulin pump. Customer's alarm history also showed several other motor error alarms. Customer's blood glucose was normal. No additonal information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.